Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (359 mg/dl). During troubleshooting with tandem technical support it was found that the pump time was off by 1 hour. Reportedly, the customer forgot to adjust the pump time due to daylight savings. Customer delivered a bolus to stabilize blood glucose levels.